Event description:
It was reported that the patient presented with stored episode of inappropriate therapy for svt. Upon review of the strips the therapy was due to programming of the device. Programming changes were made and device remains implanted.